Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) via a manufacturer's representative (rep). It was reported that the pump was explanted and replaced on (B)(6) 2016 and would be returned to the manufacturer. The pump went into safe mode on approximately (B)(6) 2016. As an external factor that may have contributed to the event, the patient had a history of falling. The issue was resolved at the time of this report and the patient's status was "alive- no injury".

Manufacturer narrative:
Analysis of the pump 2017-feb-16 revealed a concaved shield regarding the pump¿s exterior of an undetermined root cause that affected in-vivo function. The pump was retuned with damage seen on top and bottom shields. Analysis noted that it appeared as if the top cover made temporary (witness mark seen on bottom side of top cover, directly over motor post) contact with one of the motor posts (witness mark seen on bottom side of top cover, directly over motor post). Update/correction: it was previously that the patient experienced increased spasticity (reference report follow-up number 2). (B)(4).

Event description:
Additional information was received that the motor stall occurred ¿a couple of weeks before replacement¿ with increased spasticity per the patient. There was no known cause for the pump to go into safe state and there was no troubleshooting other than the logs were read by the clinician at the time of interrogation.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated.

Event description:
Additional information was received on (B)(6) 2016, stating the concentration of baclofen being delivered was 3,000 mcg/ml and the dose was 144.2 mcg/day. Dilaudid (hydromorphone) was also being delivered at a concentration of 10 mg/ml and a dose of 0.481 mg/day. Additional information was received from the rep on (B)(6) 2016. The pump was returned for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving compounded baclofen via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On 27-dec-2016 it was reported that the pump was being replaced on (B)(6) 2016 because the pump stalled. The issue was not resolved. The patient status was reported as ¿alive ¿ no injury¿. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue; it was unknown if any diagnostics/troubleshooting were performed; the event date was unknown; and no patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.